Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.2, 1.2, lab: 1.8. Pt self tested on meter using venous sample.

Manufacturer narrative:
Customer tested with venous blood when first 1.2 inr result was obtained. Per product user guide, "use only fresh capillary blood for testing." This result was excluded from the data analysis due to off-label use. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was file: date: (B)(6) 2012, inratio meter = 1.2, reference = 1.8, mean = 1.50. Confidence limits = 1.2 - 1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 276979 on (B)(6) 2012. Results as follows: donor 213, inratio: 1.7, inratio: 1.8, inratio: 1.7, ref.: 1.75, bias threshold: 1.25 - 2.25, %cv: 3.09. Donor 205, inratio: 2.9, inratio: 3.1, inratio: 3.0, ref.: 3.29, bias threshold: 2.29 - 4.29, %cv: 11.35. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Returned meter sn (B)(4) passed functional test. No further investigation is required. Investigation: functional testing: functional testing was performed on the returned meter with passing results. Meter investigation (inspection): unit was then tested with thermometer sensing test during warming up to determine if unit's heater plate is within the standard specification (36.00-3800 degrees celsius). Performed thermometer sensing test on unit and both thermistor are measured as follows: thermistor a = 36.75 degrees celsius thermistor b = 37.15 degrees celsius. Visual inspection revealed significant contamination on strip slot and heater plate. This does not appear to have affected temperature control circuitry. Meter memory: meter memory was reviewed. All of customer's reported inr results were present. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined. Returned meter function testing passed. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.